Event description:
Information received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The technician isolated the issue to the siderail latch was not updated during the last field corrective action. The technician lubricated the siderail latch and the siderail is now latching properly. He also notified the staff at the facility that an upgrade to the siderail latch mechanism needed to be performed.